Manufacturer narrative:
We received additional information thru UK njr that this products was not revised and there is not alleged deficiency against it.

Event description:
Allegedly, original surgery done in 2004, exact date unknown. Recently the patient suffered hip pain and underwent a revision hip replacement. The modular neck, conserve big femoral head and conserve cup were revised, and replaced with a s&n acetabular shell and liner (the surgeons standard product). A new modular neck was inserted, along with an mpo ceramic head.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.